Manufacturer narrative:
No evaluation was possible as the product was discarded by the hospital. Manufacturing history review and lot specific complaint history review were not possible as lot identity was not available. A four-year complaint history review for all part numbers in the slpxxxxx family of s-lok polyaxial pedicle screws did not identify a trend for reports of this nature. Without the ability to evaluate the complaint product, no conclusions can be drawn in regard to root cause. As no trend was identified for reports of this nature, the need for corrective action is not indicated. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2016-00027 / 00028). Device discarded by hospital personnel.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, upon inserting the lock-screw (sl1000) into the tulip of two s-lok polyaxial screw, long arm (slplxxxx) there was damage to the threads producing metal debris. The debris was removed and two lock screws and two s-lok polyaxial screws were removed and replaced. It was confirmed by fluoroscopy that all debris was removed. There was a 30 minute delay to the procedure as a result.